Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, red biological tissue, brown mold like appearance, fold creases, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was overweight. Microscopic analysis of the return device identified a broken shell with sharp edge where is localized stresses induced in posterior side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact and a missing shell that is assessed as inconclusive.

Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was reported to be due to a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.